Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 06, 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The sensor was tested in-house, however, the testing results did not indicate any malfunction of the sensor. A review of the transmitter alert history showed the sensor replacement alert was first asserted to the customer on (B)(6) 2023. Upon review of the in vivo sensor data, on the (B)(6) 2023 there were 4 consecutive suspicious calibrations which led to a sensor suspend phase, where the system blinds the sensor readings for 6 hours while it recalibrates the glucose calculation algorithm and re-starts in initialization phase. On the (B)(6) 2023, there were another 4 consecutive suspicious calibrations. Since these 4 consecutive suspicious calibrations occurred twice within 14 days and after the 21 days from insertion, the sensor replacement alert was triggered. The transmitter is programmed to trigger a sensor replacement alert if the transmitter enters a dropout phase for a second time within 14 days and after 21 days after sensor insertion date. On the day of the event, (B)(6) 2023, it was also observed there was a potential microinjury to the insertion site, which may have affected the sensor performance at the time, leading to the differences between blood glucose measurements and the sensor glucose values and the subsequent ec1 alert. As part of resolution, an RMA was issued for sensor replacement. H3.device evaluated by manufacturer?yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 27.